Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing the uterus during the surgery. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/7/2022 h6 component code: g07002 device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: what tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m